Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; none of the keypad buttons respond to presses after the pump was worn while showering. The reporter denied evidence of moisture or corrosion to the pump and further denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date submitted: (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed (B)(4) 2018 with the following findings: on investigation, all the keypad buttons were appropriately responsive when tested. There was no contamination or damage to the keypad button contacts. Investigation did not duplicate the complaint. Moisture was found inside the pump on the display board and the keypad connector. There was moisture corrosion on the audio bolus button contact. Moisture leakage was confirmed into the pump due to the audio bolus button cover being missing from pump with exposure to water. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.